Event description:
It was reported that during a low anterior resection procedure, post radiotherapy treatment, mobilization was completed. The gun was fired in the usual way on the proximal section, cut with scalpel. When released, it was evident that no staples had been fired. This extended the procedure by four hours, having to create a peri anal purse string. Post-op recovery was delayed, possibly due to increased anesthetic time. Pt left with small posterior defect.